Event description:
Rn of home pt (hp) reported a system error alarm at 22.40 when the pt's line of homechoice set accidentally became disconnected from transfer set during treatment phase drain 1 of 5. Hp discontinued treatment at time of the 22.40 alarm. There was no pt injury or medical intervention associated with this incident per rn.